Event description:
It was reported that the patient had the inflatable penile prosthesis device was removed on (B)(6) 2018 due to fluid loss. A new inflatable penile prosthesis with 18cmx12cm preconnect cylinders was implanted.